Event description:
During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient device log during cycle 4 with drain volume of 3322 ml (drain volume of 3197 ml + post therapy drain volume of 125 ml). The patient's largest prescribed fill volume is 2000 ml. This event meets overfill criteria. There was patient involvement but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The assignable cause of the iipv was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Device met specifications relative to iipv in the logs. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.